Event description:
Additional information received reported that patient¿s implantable neurostimulator (ins) was set at 4.1 volts. It was noted that the left implantable neurostimulator (ins) was diminishing but was still viable. Additional information received reported that the patient had no injury as an outcome and did not require hospitalization due to the event.

Manufacturer narrative:
Product ID 3387-40, lot# l47250, implanted: 1998 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6); product type extension product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# l75545, implanted: 2000 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# l47250, implanted: (B)(6) 1998, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3387-40, lot# l75545, implanted: (B)(6) 2000, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received reported the implantable neurostimulator (ins) battery had depleted. It was noted that the patient was unsure if batteries had depleted at a normal rate for the patient¿s settings. Patient¿s therapy was on 24/7. Patient was implanted with a rechargeable device on (B)(6) 2013 so they would last longer. It was noted that the patient¿s previous battery had lasted ¿a year and some months¿ not the 3 years she was expecting. Additional information received reported the patient had been to the healthcare professional¿s 2 months prior to (B)(6) 2014 and everything was fine with the batteries. It was noted that the batteries should not have been depleted yet and the healthcare professional had told them ¿the batteries should be good for at least a year.¿

Event description:
It was reported that the patient was not able to adjust stimulation. The patient programmer display was showing a ¿call your doctor¿ icon. Patient was getting the end of service (eos) and elective replacement indicator (eri) on the right implantable neurostimulator (ins). The left ins stated ok/on 3.10. Patient had a return of tremor that she had noticed the night prior to this report. It was noted that the patient also had a tendency to hit his fist into his palm. Patient had started doing that about 3 weeks prior to this report. Patient fell about 3 nights prior to this report. It was noted that a few years prior to this report, they turned the ins off to see what would happen and the patient took his fist and hit it into the palm of his hand. Additional information received reported the battery on the ins had depleted in 14 months. It was noted that it was premature battery depletion. A replacement occurred on (B)(6) 2013. Reprogramming was done on the rechargeable ins implanted and was working well. There was no patient hospitalization due to the event. There was no patient injury.